Event description:
The complainant is the familiy member of a diabetic child. Family member states that the readings with the glucometer elite are too high when compared to a competitive method. For example elite 420mgl/dl, competitive method 150mg/dl. The family member further states that family member's child is asymptotic for such a high blood sugar. While on the phone electronic checks were performed as well as control testing. Both results were satisfactory. A request was made to return the system for eval.

Event description:
The complainant is the familiy member of a diabetic child. Family member states that the readings with the glucometer elite are too high when compared to a competitive method. For example elite 420mgl/dl, competitive method 150mg/dl. The family member further states that family member's child is asymptotic for such a high blood sugar. While on the phone electronic checks were performed as well as control testing. Both results were satisfactory. A request was made to return the system for eval.